Manufacturer narrative:
In addition insufficient information was provided as multiple follow ups were made to the user facility via telephone and in writing but no information was obtained. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. To mitigate the risk of patient injury the instruction manual states, ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ the instruction manual also states to visually inspect the device and make sure that is has no corrosion, no dents and no scratches and to visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks fractures). If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the tip of the device broke off and fell inside the patient. The broken tip was fully retrieved from the patient. There was no patient harm or injury reported.